Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post implant with the pulse generator in backup vvi mode. It was believed that the device had been exposed to cautery. After a download was performed, the device resumed normal function. The patient was asymptomatic and would be monitored.